Manufacturer narrative:
Other, other text: additional information: e1, h6, h10: customer facility name was provided: upmc health system: device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and found error code 46446. Further investigation of the pump determined that corrupted software was the root cause of the reported issue. In the event log did show sign of error code 46446 around the time of the complaint. Service reinstalled software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump, red code screen and believe the code was - 46446. No patient adverse events reported.